Event description:
It was reported that this pacemaker exhibited right atrial (ra) oversensing. Technical services (ts) recommended ra programming optimization. This device remains in service. No adverse patient effects were reported.